Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified signs of use and damaged threads, likely from the re-tightening or removal process. Additionally, the complaint description suggests the reported device was re-visited/re-tightened after the first reported loosening, which goes against the product's single-use designation and the referenced IFU warnings. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the abutment screw (iunihg) dating back 12 months. The complaint history review revealed that there are no existing non-conformances/ CAPA/ hhe/d/ie/product holds for the reported device related to the reported event. Appropriate documentation was reviewed and the following information was identified: documents reviewed: review of biomet 3i restorative IFU (p-iis086gr rev. E 11/2015) & biomet 3i restorative manual (instrm rev b 10/15). Information identified: warnings, precautions and potential adverse events documents reviewed: surgical manual: tapered & parallel walled implants instsm rev 02/16. Information identified: torque matrix - internal connection. Complainant reported that the screw loosened twice. The first time it loosened, the screw was retightened. It loosened again and at that point it was replaced. Based on evaluation of the returned device and the available information, the reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). The following information is unknown at the time of this report: the customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw that holds the abutment loosened. There was no report of patient injury.